Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider 2 tenet arm "no re-pressure" it did not not pressurize so the motor was continually whirr, the spider had leaked a slick substance suspected of being hydraulic fluid. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was conducted. A functional evaluation was conducted. The unit continuously tried to pressurize. The piston migration was at 3.02 inches. The device was depleted of oil. The complaint was confirmed and the root cause has been determined to be a seal failure. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.